Manufacturer narrative:
A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A thorough product investigation was conducted (see referenced pi) in which the device was returned to lumenis and the issue was reproduced and root cause was found. This root cause was found to be a human error during production related to the scan parameters file that was loaded onto the disk-on-key (dok) that accompanies each device for use of the scanners. A two year review of similar product complaints revealed that the same malfunction has never occurred in the past; this is an isolated event (no other reports of such an issue with the dok). Changes in production schedules done since this incident reduce even further the likelihood for such a human error to recur. The original MDR for this event was reported as an adverse event only. The results of the event investigation have determined that there was a product problem/malfunction as well as the adverse event. Event or problem has been corrected to correct that data. Lumenis will be adding this malfunction to its reportable malfunction list (B)(4).

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert stated that upon arrival the subject device booted up without any errors present. The technical expert obtained the treatment settings that were used on the patient (15mj for deepfx and 70mj for superficial) and checked the system energy output on low, medium, and high for combo, cw, super pulse, and pulser modes. It was determined that the energy output was all within lumenis specifications and was unable to duplicate any issues with the subject device. Additionally, the technical expert noted that when using the treatment settings that were given by the user facility device operator, the subject device display shows a red warning that stated "recommended: 10mj for deep fx" and a second message with the same information "recommended: 50mj for superficial". A lumenis healthcare director is in the process of reviewing the reported event details and patient photographs. A follow up MDR will be filed when this information becomes available.

Event description:
A user facility reported that one (1) patient sustained second degree burns to the right upper cheek following total fx treatment with a lumenis acupulse laser. Additionally, the incident occurred during a lumenis clinical new install training. It was further reported that the patient was prescribed a steroid cream for the first three days post-burn and a triple antibiotic ointment.